Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue in which a pharmacy order was not processed successfully for a patient. A technical support specialist (tss) found that the encounter identification (ID) had two similar visit ids, which could have caused a conflict. Running the cast process error query returned the following message stated that there are multiple current encounter records for visit number ¿rea1-bis01¿ present. The correct encounter could not be determined. The update was shared with customer, and the user was advised to discharge the affected encounters, re-admit the patient, and resend the order to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, pharmacy orders not successfully processed for patient rea1 were as similar message for urg4 is processed correctly. There were no adverse events or injuries reported based on this event.